Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. No sample was returned for evaluation.

Event description:
It was reported that when removing the foley there was resistance. The urologist ordered them to pull the foley. There was no patient injury reported.